Manufacturer narrative:
There has been a previous report received for a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. File clamp (broken wire) defective, replaced. Upper part of housing (screen broken) defective, replaced. Charger and measuring cable without error. In the course of repair we have replaced the battery. Test measurement and function test without error. Multiple unsuccessful attempts were made to obtain the patient outcome.

Event description:
In this event it was reported that a raypex 5 apex locator provided incorrect measurements. The event outcome is unknown as of this MDR evaluation.